Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had history of coronary heart disease. A sprinter otw balloon catheter was used to treat a heavily calcified rca lesion. The lesion had been previously stented. A euphora balloon catheter was also used. It was reported that he balloons were inflated to nominal and rated pressures when the balloons ruptured due to sharp calcium and/or stent struts which most likely impaled the balloons at the right rated atms. Multiple balloons were used and broke during use. Everything was removed from the body. There were no bad patient outcomes.